Event description:
User facility technician reported that during a patient treatment on a system 1000 hemodialysis device, the device completely shut down with no alarm and then turned back on a few seconds later. There was no patient injury per the healthcare professional